Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an elective device upgrade procedure, the physician noted the header of the device became detached while attempting to explant the device. The device was successfully explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt, the icm was interrogated with a programmer and communication was successful. The device image and the programmer printouts were obtained. The device was above elective replacement indicator (eri). The icm was visually inspected and it was noted that the header was detached. Scratches and dents, consistent with the explant procedure, were also noted on the device can and header. The device can was bent close to the header side. Due to the detached header, no further testing could be performed. The device history record (DHR) was obtained and reviewed. The icm passed all inspection phases prior to being released for distribution. The reported event of a detached header was verified in the lab and the cause is consistent with procedural damage.